Manufacturer narrative:
(B)(4). Info about the event was received via the user facility (B)(4). At this time, abbott was received the device back from the customer. Per abbott device procedures, reasonable efforts are made to obtain the device and add'l info through written and/or verbal f/u. In this case, written and/or verbal attempts were made to obtain the device and/or add'l info on 05/11/2011, 05/17/2011, 05/25/2011, and 06/01/2011. If add'l info/clarification is obtained, a f/u medwatch will be submitted. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
The complaint reported an over-delivery. The pump was set at 45 ml/hr over 4 hours for a total volume of 180 ml to be delivered. The pump alarmed after 3 hours indicating the feeding was completed. The pt received four hours of feed in three hours.